Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced sustained hyperglycemia around 300 mg/dl for approximately three hours while using the ilet with a cartridge and infusion set, which was traced to an infusion set deployed incorrectly when the needle guard was not removed, preventing proper insertion; after replacing the infusion set, insulin delivery resumed as usual and troubleshooting and education were completed, with no device alerts or alarms reported. Symptoms included hyperglycemia without associated dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no hospitalization, no professional medical intervention, no use of backup therapy, and no ketone testing. Investigation included customer interview and troubleshooting. Investigation of this case revealed user technique error related to infusion set deployment. It was concluded that the event was due to incorrect infusion set insertion rather than device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.